Event description:
It was reported that part of the implanted cage attached to the inserter broke off and was retrieved. The remaining part of the cage remains in the patient with the second cage that was implanted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.